Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male patient, the device inappropriately shut down. The device was repowered and after approximately 10 seconds, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.